Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements which sharply changed from around 400 ohms to greater than 2500 ohms in approximately one week. There is no sensing and no capture. A lead fracture is suspected and the lead will be revised at the next device replacement procedure. The patient was asymptomatic as a result of the loss of atrioventricular synchrony.